Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 69 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported 14 months post implant the patient had an aneurx (B)(4) aortic cuff implanted for treatment of a migrated stent graft which was not previously reported. Currently the vessel morphology was reported there was disease progression with aortic neck dilatation where the aortic neck measured 30 mm to 32 mm in diameter. The patient presented emergently with a ruptured aneurysm and an angiogram revealed that the stent graft has migrated approximately 8 mm distally with a type I endoleak present. A 28 mm aortic cuff was implanted and successfully resolved the migration; however, there, was a slight type I endoleak that was modelled with a reliant balloon and successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak, stent graft migration, ruptured aneurysm), patient's condition affected effectiveness of device (disease progression, aortic neck dilatation), device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation).